Event description:
Customer called lfs on 6/2002 alleging that the meter was prompting the "error 2" message. Customer reported feeling very thirsty. Customer is insulin dependent and tests more than 4 times a day. Customer reported retesting, however, customer only obtained the error 2 message after inserting a new test strip. The error 2 message appears if a used test strips is inserted into the meter or by temporary or permanent electronic problems. The issue may have been caused by temporary or permanent electronic problems, since the customer obtained an error 2 upon inserting a test strip a second time. Ccr replaced the meter because the issue was not resolved. No adverse event or serious injury occurred.